Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Caller stated that a progress report from (B)(6)2019 indicates patient had "high impedances on leads 1-3 that were causing her discomfort" so the stimulator was turned off because of "painful stimulation" that travels to the pt's leg and foot. No further complications were noted or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1md5w, product type lead, ubd: 06-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: when asked what were the circumstances that led to the broken battery and lead they responded that the battery was still good, and the lead cause was unknown, there was no change in their activity level. Patient states surgical replacement is scheduled for (B)(6) 2019, and they will let their doctor know to return the device to the manufacturer for analysis. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1md5w, product type: lea, ubd: 06-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she went last thursday to get the ins checked at the urologist's office. The patient reported that when they checked the ins, they realized that the lead and battery were broken. The patient stated that she will have everything replaced, and her reason for calling is to report the event directly to the manufacturer. On (B)(6), the patient called in to see how many leads she has, patient services reviewed leads vs. Electrodes. The patient stated that on the day of her appointment ((B)(6) 2019) she woke up with pain in the vaginal area. The patient stated that she thought the stimulation just needed to be decreased but when she went to the doctor they told herthe lead was broken. No further complications were anticipated/reported.